Event description:
N/a.

Manufacturer narrative:
Updated fields: updated fields: d4, d8, d9, g6, h1, h2, h3, h6, h11. The cerelink probe basic kit (826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to design of icp probe connector is not robust, that leads to icp probe connector integrity breaks down over time. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a cerelink icp sensor (ID (B)(4) during care. "Monitor alarmed: "check cable and sensor" icp would not read. Cable from monitor to sensor was replaced, and a new cerelink monitor was also tried. The same message was displayed. When plugging in the catheter to monitor, the monitor did beep and recognize it was connected, but still errored. Sensor did not get pulled or kinked. There was no visible damage to catheter."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.